Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie had failed to open. A technical support specialist logged into med bank myqlink (mql) and remoted into the cabinet and used tester application to successfully open the drawer, lid, and release the cubie without issues. The customer inspected the cubie and row boards and found no debris or packaging obstructing the cubie, and the customer was able to log into the cabinet and issue the medication without any problems. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie was not opened. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, its cubie was not opened. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.